Event description:
It was reported that the lead warning triggered, and the ventricular lead exhibited low impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4524 implantable pacing lead - (B)(6) 1998. (B)(4).